Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose (bg) ranged form 200-600's (mg/dl) with high ketones. Bg was addressed by customer's mom administering manual injections. Reportedly, the supplies were changed to address the event.